Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2022 wherein the ipg was explanted and replaced with a new non rechargeable ipg addressing the issue. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
The reported event for pocket heating while charging could not be confirmed. As received, the ipg was inoperable due to a depleted battery. Surface temperature testing was not performed on the ipg as the ipg case had to be cut open and the battery resuscitated due to the as-received ipg battery being depleted, which changed the device configuration. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The ipg was functionally tested and passed all testing.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced heating around the ipg site while charging and during night in bed causing discomfort. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
E1 reporter phone number (B)(6).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.